Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the dfm100 indicating that the self-test failed multiple times. There was no patient involvement at the time the issue was discovered. Based on the information provided by customer, the reported problem was able to be confirmed by customer. The reported problem was determined to be due to an external paddle failure. The root cause of the external paddle failure could not be determined. Customer decided to remove the device from service; therefore, the device was not repaired and did not be back in service. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.